Event description:
It was reported that the insulin pump failed the battery test. Troubleshooting was performed. The step-mother stated that the customer jumped in the pool and the device alarmed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.